Manufacturer narrative:
(B)(4). Dianeal therapies were ongoing until the time of death. On (B)(6) 2012, the patient was transferred to a pediatric intensive care unit due to experiencing seizures that occurred during a blood transfusion. On an unreported date, the patient went into coma and died on (B)(6) 2012. Treatment was not reported. The outcomes of the seizures and coma were not reported. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. No device malfunction or use error was identified.

Event description:
This report was received by global pharmacovigilance and is a spontaneous report by a physician from (B)(6) of peritonitis and fatal sepsis in a home patient (hp). On an unreported date, the hp experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the hp was hospitalized for the event. Treatment was not reported. On an unreported date, the hp experienced sepsis. On (B)(6) 2012, the hp died due to sepsis. It was not reported if an autopsy was performed. The physician reported the sepsis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.